Manufacturer narrative:
The investigation was completed and the complaint was closed in 2009. In 2009, the complaint was deemed not reportable. Since that time, management responsibility has changed and the complaints dealing with lifecath were reviewed for reportability and vygon decided to report the previous complaints to FDA. At the time of investigation, the findings were that there were signs of pressure burst which likely caused the rupture of the catheter. In addition, a small syringe was used to flush the catheter, which can cause high pressures in the catheter. Due to known manufacturing issues with other lots of this device, vygon has made the decision to remove the products from distribution out of an abundance of caution per 21 cfr 806. A recall was initiated on april 26, 2011 under the knowledge of FDA. A recall number has not yet been assigned.

Event description:
The PICC line was placed in a (B)(6) infant and a 10ml syringe was used to flush the catheter. It began leaking at the transition area immediately after placement. There was no patient harm as a result of this incident.